Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified investigation summary: visual analysis of the picture received determined that two foils of product code w3326 could be observed. The condition reported could not be observed in the picture. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested and the following was obtained:. How many sutures broke during suturing on this one patient during this single surgical procedure? How was surgery successfully completed? Answer-during surgery 3 sutures were broke and surgery was completed by rest of sutures. Events reported via: 2210968-2021-07514, 2210968-2021-07512.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.